Event description:
The pt was revised due to inflammation (infection or metallosis).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product could not confirm the infection. Review of the device history records did not reveal any manufacturing deviations or anomalies for this product and lot number combination. Review of the sterile certifications for the product code / lots provided did not reveal any deviations or anomalies and all devices were certified sterile prior to release for distribution. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.